Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial procedure the team noticed instruments tracking farther behind than where the instruments were supposed to be. The inaccuracy was approximately 1 cm the site confirmed with the team that the reference frame appeared to be normal and was not caught in any drape. They reported that they were unable to access the frame to tighten down. The team was unable to re-register since the patient had already been draped. There was a reported delay of less than one hour, and no reported impact to patient outcome. It was reported that the site was able to proceed with the procedure, but it was not report how they were able to proceed.